Event description:
This clip delivery system is filed for the detachment of the actuator knob during use requiring intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was prepared per the instructions for use. The device worked properly during functional testing. The cds was inserted and advanced without issue. During the attempt to deploy the clip, the actuator knob fell off. The physician used his hand to turn the handle 8 times and the clip was deployed successfully. There was no other issue with the mitraclip system. The mr grade was reduced to 2 with the implantation of two clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned with blood visible on steerable sleeve (ss) handle, arm positioner and delivery catheter (dc) handle. This is consistent with the reported use of the device and post procedure handling. Since the clip was deployed, it was not returned with the cds. The clip introducer (ci) and release pin were also not returned with the cds. The actuator knob was returned detached from the release crimper, inside the packaging tray. Therefore, the reported actuator knob detachment was confirmed via returned device analysis. The mating surfaces between the two pieces (actuator knob and release crimper) were examined next to determine the cause of the detachment. Adequate adhesive (loctite) was verified to be present inside the actuator knob and on the release crimper. The adhesive was "tactilely" examined and identified to be hard, and thus fully cured. The actuator knob surface was inspected next and indentation was noted on one side of the knob from what appeared to be due to an impact. This was most likely due to the knob detaching and falling off during the procedure, and therefore attributed to operational context. The actuator knob inner diameters (ids) were measured which are within specification. The release crimper shaft outer diameter (od), hex length and shaft length were measured which are within specification. Potential causes for actuator knob detachment can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology / pathology), user technique or procedural conditions (excessive tension on the device during procedure). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event and a review of complaint history did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. Additionally, the actuator knob was further analyzed via fourier transform infrared spectroscopy (ftir) and the analysis confirmed the presence of loctite and accelerator inside the actuator knob. With respect to the patient condition, procedural conditions and/or user technique, actuator knob detachment may be influenced by patient anatomical morphology, resulting in increased tension on the device, excessive curves applied to the device by the user, or the handling of the device by the user. It was confirmed by the reporter that the stored torque was released and the arm positioner was in neutral before clip deployment; however, in this case it is possible that there were some procedural interactions which caused more tension on the device (e.g due to the anatomy) and/or the movement of the leaflets to the attached clip, that may have led the actuator knob to detach when the actuator knob assembly was no longer coupled during clip deployment steps. However, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the actuator knob detachment cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device.

Event description:
Subsequent to the initial report, additional information reported: upon clip deployment, the arm positioner was in neutral. The m knob was turned 3 quarters of a turn. The delivery catheter shaft was translated to release the stored torque. There was no resistance noted during removal of the release pin. When the release pin was removed, the actuator knob did not move forward. The physician used his hand to turn the release crimper (the part the actuator knob is glued on to). No additional information was provided.